Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd stpck q-syte wht 360deg w/o nut cap ns component was damaged and leaked. The following information was provided by the initial reporter, this is a complaint about damaged three-way valve on phaseal infusion route. It was reported that when administering anticancer drugs to a patient, the three-way valve on the phaseal infusion line cracked and the anticancer drugs leaked out.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection of the samples. Analysis of the sample showed that the housing component is cracked. Bd was not able to determine the cause of the failure from the photos provided. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.